Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, urgency, urinary frequency, nocturia and urinary retention. It was reported that patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6) due to small bowel obstruction. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and gynemesh pc prolene soft was implanted concurrently with supracervical hysterectomy, abdominal sacral colpopexy, right paravaginal repair and cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.